Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate . While at the facility, the service representative could not confirm the blank display. The system connections were tested and a battery test was performed, no issues were found. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the display of the centrifugal pump console was blank during set up. There was no patient involvement.